Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room with multiple inappropriate shocks for atrial fibrillation. Programming changes were made. The patient is stable.